Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device upgrade from a pacemaker to an ICD the sense/pace portion of the newly implanted rv lead was capped due to oversensing and the defib portion remains active. An rv sense/pace lead was also implanted.